Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry shook when it was moved in and out. The mobile view station (mvs) was connecting but the radiation was disabled. The resolution on the mvs also looked off.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field. The isolated standalone board was replaced and the system ran for more than 3o minutes ad then the x-ray was disabled. The cause could not confirmed. A second system service was done. Radiation would become disabled after 20-30 minutes which was a sign that the low voltage power supply voltage was drifting. The voltage was adjusted and the system was ready for use. Codes 10, 120 and 4315 and 4307 are applicable. D10/h2/h3/h6: the isolated standalone board was returned and analyzed. The complaint was confirmed. The part was over-stressed and was unable to be bench tested due to this. Codes 10, 120 and 4307. D11/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, lot #: rev. 1 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.